Event description:
It was reported when the disposable implantable drug delivery device was used, the package was opened and it was found that the consumable indwelling needle did not have a needle cap. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.